Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose had been in the 500 mg/dl range. The patient's blood glucose at the time of incident was 548 mg/dl. The patient's blood glucose at the time of call was 499 mg/dl. She experienced nausea and thirst as a result of the hyperglycemia. The patient treated with manual insulin injection and insulin pump bolus. During troubleshooting, the customer discovered that her infusion set cannula was bent; her site was sore as well. The customer was advised on proper infusion set insertion and usage protocol. Additionally, the insulin pump was cracked and rusted. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No prime anomaly noted. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and stained end cap sticker. No corrosion on battery tube was noted during testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.